Event description:
The customer reported the hd camera head had no image and the image flickered. The issue was found when preparing the device for use in a diagnostic cysto/bladder exam. A similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty charged coupled device. The device evaluation also found the cable was reprocessed incorrectly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: the image flickers it is likely the reported event occurred because the charged-coupled device (ccd) unit failed due to inappropriate reprocessing. Event 2: reprocessing of the cable is inappropriate it is likely the event occurred due to improper handling by the user as the appropriate reprocessing method is written in the instructions for use (IFU), ch-s190-08-lb reprocessing manual. This event can be prevented by following the ch-s190-08-lb reprocessing manual. Olympus will continue to monitor field performance for this device.